Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that all the settings in the pump were erased out of the pump and it caused the patient to have an increased blood glucose. The patient experienced blurred vision. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the alleged malfunction could have an impact on insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 29-jun-2018 with the following findings: during investigation, the pump was programmed for 24 hours with a 1.0 unit per hour basal rate and with the user's insulin to carb ration, insulin sensitivity factor, and blood glucose target settings. After 24 hours all settings remained accurate and in pump settings. No hypersensitive keys were observed on the keypad. The alleged history/settings issue was unable to be duplicated.